Event description:
It was reported that during the surgery, it was found that the impedance of the extension was too high. Contributing factors and troubleshooting measures were unknown. It was replaced with the new extension on the same day and the surgery was completed. The issue was resolved. No symptoms were reported. The extension was never implanted. Additional information was received reporting the impedance issue was noted during the intraoperative testing period. It was unknown if the extension ever entered the patient's body.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6) , ubd: 29-apr-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.